Manufacturer narrative:
An investigation was performed in the lab and there were no indications of material or manufacturing defects. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. Review of the device history records was not possible due to no lot number being identified. Tthe investigation results conclude that the root cause for this failure could not be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Possible stock numbers: 25-878-07-91, 25-878-05-91, 25-878-04-91, and 25-975-03-91.

Event description:
It was reported the screws became loose and were removed.